Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion bd was not able to confirm/ reproduce the incident in question as there were not any sample/ photos available. DHR review: the batch complained was manufacturing in 14/sep/2018. The inspections carried out on the assembly machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. Please be advised that the current controls for detecting the defect are performed by visual inspection each 1 hour in (B)(4) pieces. There are no quality notification (qn) and maintenance records that could lead to this issue root cause description due to the fact that there are no sample/photos returned. The root cause cannot be determined.

Event description:
It was reported that the plunger on a bd plastipak¿ syringe was deformed. There was no report of exposure, injury, or medical intervention.